Event description:
It was reported that the device became entrapped on the guidewire. The severely calcified and mildly tortuous target lesion was located in the superficial femoral artery. A 2.4mm jetstream xc catheter was selected for use in the procedure; however, when advancing the catheter, it was unable to advance over the .014 inch thruway guidewire. They attempted to re-prime and rex the catheter but were unsuccessful. They replaced the thruway guidewire and continued to have difficulty advancing the jetstream, so the jetstream xc catheter was removed. Damage to the catheter was noted and the guidewire had kinked in multiple locations, so the jetstream xc catheter was replaced with the 2.5mm x 220mm x 150cm coyote balloon catheter in an attempt to gain further access into the vessel. The coyote balloon catheter would not advance over the thruway guidewire either, so the balloon was removed. When the balloon was removed, it appeared twisted around the wire, so both the coyote balloon catheter and the thruway guidewire were removed together. Another thruway guidewire and another jetstream catheter were used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the device became entrapped on the guidewire. The severely calcified and mildly tortuous target lesion was located in the superficial femoral artery. A 2.4mm jetstream xc catheter was selected for use in the procedure; however, when advancing the catheter, it was unable to advance over the .014 inch thruway guidewire. They attempted to re-prime and rex the catheter but were unsuccessful. They replaced the thruway guidewire and continued to have difficulty advancing the jetstream, so the jetstream xc catheter was removed. Damage to the catheter was noted and the guidewire had kinked in multiple locations, so the jetstream xc catheter was replaced with the 2.5mm x 220mm x 150cm coyote balloon catheter in an attempt to gain further access into the vessel. The coyote balloon catheter would not advance over the thruway guidewire either, so the balloon was removed. When the balloon was removed, it appeared twisted around the wire, so both the coyote balloon catheter and the thruway guidewire were removed together. Another thruway guidewire and another jetstream catheter were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device analysis by manufacturer: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch number was confirmed correct. The device was received with the thruway guidewire still inserted. Multiple kinks were noted on the shaft. Buckling occurred at the balloon 15.8 cm and 19.0 cm from the tip. It was not possible to remove the guidewire due to the kinks and buckling. The balloon showed no signs of twisting but was buckled. The tip showed damage consistent with use. Device analysis was able to confirm the reported complaints.